Manufacturer narrative:
(B)(4). Records indicate this lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis if the lead is returned.

Event description:
It was reported that this passive fixation right atrial (ra) lead was explanted due to not pacing as expected. The lead was successfully replaced with an active fixation lead. No additional adverse patient effects were reported.